Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the bottom fridge drawer key was failed to lock. The customer reported that the issue occurred when the user was trying to issue medications to a patient. However, there were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue upon investigation of this incident, it was determined that the system refrigerator drawer key failed to work. A field service engineer contacted customer. Confirmed issue not related to pyxis. Recommended contacting facility maintenance. No pyxis action needed.